Manufacturer narrative:
Upon return and analysis, this investigation will be updated.

Event description:
Boston scientific received information that during a replacement procedure this device was connected to the previously implanted lead. After connecting the device no ventricular pacing was noted and high out of range pacing impedances were displayed. The device and lead were connected and reconnected several times but similar observations were noted. The old device (B)(4) was then connected to the same lead which showed normal measurements. Another device was opened and connected but similar electrical behavior was seen. Finally a competitor device was implanted. Both devices will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was returned with the lead safety switch off and the lead configuration bipolar for the atrial lead and unipolar for the ventricular lead. Available information shows the chronic, competitive rv pacing lead is a unipolar lead, indicating the correct pacing configuration was programmed. High power visual inspection of the header and lead barrels noted no irregularities. The setscrews were also inspected which showed no signs of cross threading and there was evidence that both setscrews were tightened down onto the lead connectors. The ventricular output was connected to a 500 ohms load in the unipolar lead configuration as received. The output was normal in appearance and met the requirements of the device specification. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis could not confirm the reported clinical observation of no rv pacing.